Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a spine procedure on an unknown date and topical skin adhesive was applied. The patient experienced a severe rash and breathing issues requiring re-intubation post operatively and is currently still on steroid medication and atarax for the local reaction.